Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic gastric bypass procedure, the stapler was able to fire, but a yellow small piece of plastic coming from the wedge fell into the patient¿s cavity. They picked the plastic out of the patient. There was no patient injury.